Event description:
A patient presented with pain, swelling and inflammation in the more recent implant 6 to 7 months post surgery, and the first implant remains asymptomatic for 1.5 years. Key clinical observations include a granulated tissue "dome over the wings" and a relatively clean spacer surface that was easy to remove from the joint. Artelon explanted due to pain.

Manufacturer narrative:
IFU changed in august 2007. Insufficient fixation of the spacer. A likely reason is that too much of the cortical bone was removed.